Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 650cc mentor cpx 4 breast tissue expander was found to have a black item floating around upon it being opened. This was observed prior to implantation and there was no patient contact. The unspecified procedure was completed without delay or any adverse effects on the patient.

Manufacturer narrative:
On 3/29/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Black material was observed on the shell surface.the product was received for evaluation and no floating particle was observed, however there was a black spot on the shell. The device was cut of the black spot on the shell for ftir identifications test. No other anomalies were discovered. Complaint was confirmed.the black particle found on the device was sent for ftir identifications test. The ft-ir results revealed that foreign material was primarily composed of a biological-based material, presumably human tissue. A manufacturing record evaluation (mre) was performed for the finished device number 7623513, and no non-conformances related to the reported complaint condition were identified. There is no evidence that the issue is related with manufacturing. All manufacturing areas where the shell or device is exposed to the environment is a controlled manufacturing environment (cme). Mentor irving tx has established procedures to ensure environmental control is maintained. Environmental control is intended to reduce potential contaminants, particulate and/or foreign matter that may affect the cosmetic appearance or structural integrity of a finished device. Environmental control includes the following: gowning and behaviors, cleaning of the cmes, and room pressure monitoring. The gowning procedure is required and enforced for all individuals entering designated controlled manufacturing environments (cme) at mentor irving tx, whether they are mentor employees, visitors or contractors. The cme garments consist of hair coverings (bouffant and/or hood), frock or jumpsuit, and shoe or boot covers. The cme garments are exchanged for freshly laundered garments at least once per week or more frequently as appropriate. The cmes are cleaned with approved cleaning agents that include daily cleaning of the cmes. To verify that the environmental control is maintained, environmental monitoring is performed for viable airborne particulates and surface microbials in each controlled manufacturing environment (cme) on a weekly basis while the cme is in a dynamic state (in use). The viable airborne particulates testing is performed with an active air sampler. The surface microbials testing is performed with rodac (tsa) media plates. Non-viable particulates are measured on a quarterly basis with a particle counter. The environmental monitoring testing is reported to senior management on a quarterly basis in drb (data review board). As humans are involved in the manufacturing process, a source of human tissue could occur from this interaction. It is not possible from the analysis to determine the initial particle color and the initial color of the particle could later change during exposure to high heat that occurs in the manufacturing and sterilization process. At various stages of the packaging process, there are inspections to evaluate for foreign particles or other types of defects. These types of inspections are human based and therefore have an opportunity for an item to not be detected based. Based on the overall complaint rate for similar complaints to the units manufactured over the past 2 years, the actual performance of the inspection is robust and higher than the method capability. No corrective action will be taken at this time. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/11/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer reference number: (B)(4).